Manufacturer narrative:
Type 2 diabetic reported that she just got out of the hospital (unknown cause) and she needed to get the vgo kit. Patient stated she was told (by party unknown) that if she did not pick up today she will end up back in the hospital. It is unclear if the patient had been on vgo before hospitalization or is just starting. No further information was provided. The reason for hospitalization is unknown. There is no allegation of product malfunction. The device was not returned for evaluation. Root cause cannot be determined based on the information provided.

Event description:
Type 2 diabetic reported that she just got out of the hospital (unknown cause) and she needed to get the vgo kit. Patient stated she was told (by party unknown) that if she did not pick up today she will end up back in the hospital. It is unclear if the patient had been on vgo before hospitalization or is just starting. No further information was provided. The reason for hospitalization is unknown. There is no allegation of product malfunction. The device was not returned for evaluation.

Manufacturer narrative:
Block e1- initial reporter. Block e2- health care professional -no. Block e3- non health care professional'. Block g7- follow up 1. Block h2- correction.